Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient had knee surgery in (B)(6) 2023 where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by a company representative to no avail. Surgical intervention may take place at a later date.